Event description:
It was reported that difficulty extending the needle occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. During preparation, it was difficult to extend the distal electrode section from the needle cannula of the 2.0/17/15 leveen superslim electrode. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: one leveen needle electrode and cord with residue present on the device tip was received. The cord was without issue. A visual examination of the device found the tines to be fully retracted. A functional evaluation of the electrode was performed by extending and retracting the array with slight resistance noted. The tines were evenly spaced and un-deformed. Although the device presented slight resistance during extension/retraction, the array was fully functional. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. During preparation, it was difficult to extend the distal electrode section from the needle cannula of the 2.0/17/15 leveen superslim electrode. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as good.

Manufacturer narrative:
(B)(4).